Event description:
It was reported that the "blue port" (video) in the back of the programmer was not working. It was further reported that there were "issues" with the analyzer. Follow-up determined that though the atrial lead tested fine, when the clips were switched over to the ventricular side there were no readings. The programmer was changed out and the procedure was successfully completed. It was noted that the issue may be attributable to the cables. The programmer and the analyzer were returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the "blue port" (video) in the back of the programmer was not working. It was further reported that there were "issues" with the analyzer. Follow-up determined that though the atrial lead tested fine, when the clips were switched over to the ventricular side there were no readings. The programmer was changed out and the procedure was successfully completed. It was noted that the issue may be attributable to the cables. The programmer and the analyzer were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed that the blue video port in the back of the programmer was not working and it was attributed to a loose standoff on the connector which was then tightened which resolved the issue. Analysis was unable to confirm the customer comment that the analyzer had issues with the programmer, the programmer functioned as required with a known, good analyzer, though the software was reloaded as a preventive. Analysis also found that the printer drawer was broken and it was replaced. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 software analyzer; (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.